Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. The minicap was in place for approximately eleven hours before the cracks were discovered. This event occurred during use with patient involvement. There were no leaks reported. The patient used proper connection technique when connecting the minicap, did not have any difficulty when putting the minicap on their transfer set, did not over tighten the minicap when connecting, did not use an assist device to tighten the minicap, did not use any cleaning solutions or disinfectants on the minicap, did not observe any damage or build up on the threads of the transfer set, and there were no issues/difficulties associated with this damaged minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the presence of a crack in the edge of the mini cap. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.